Event description:
The customer reported to beckman coulter (bec) that their unicel dxc 600i synchron access clinical system generated ¿cc sample cuvette no liquid detected¿ errors. Troubleshooting with beckman coulter technical support revealed liquid on the reagent probe drip tray and a loose/leaking reagent syringe. The leak was contained to the instrument. The operator wore goggles, a laboratory coat and gloves while troubleshooting. No erroneous results were generated in connection with this incident. No death or injury was associated with this event.

Manufacturer narrative:
The customer corrected the leaking and errors by replacing the reagent syringe; no further errors/leaking were observed. No service was performed by beckman coulter field service engineer (fse). The failure mode was related to a loose reagent syringe. Beckman coulter internal number for this report is (B)(4).